Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 7 weeks after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. During the surgery, no significant finding was reported. The patient has since recovered.